Event description:
During a lap sigma procedure, received error code 5 shown on display. No patient consequence.

Manufacturer narrative:
H6: device a cracked blade, device b & c cracked blade/ damaged. The analysis results found that device a was returned with the blade gouged and cracked, and devices b & c were returned with the blades scratched and cracked and the tissue pads burnt. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Based on the condition of the tissue pads, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present.